Manufacturer narrative:
Findings: pump monitored for several days and no frozen screen noted during test and time clock advances properly. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies note no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it has been exposed to water. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery has been removed and reinserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.